Event description:
During the surgeon's 1st overall secur-fit advanced surgery, he experienced a small medial calcar fracture during implantation of the size 10 (1601-10127) stem. The surgeon indicated that no crack in the bone appeared to be present post-broaching. However, during stem impaction, a small crack in the bone appeared that required 1 cable. The stem was re-implanted and sat at the same level of the broach.

Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
An event regarding a small calcar fracture during stem implantation involving a secur-fit advanced stem was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was reviewed by a consulting clinician who concluded: the presence of a small calcar fracture during implantation of a press-fit stem is common. Appropriately managed with a cerclage cable, no further complications are likely. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this common clinical situation. A review of the device history records indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the reported calcar fracture was caused by user factors. Discussions with the surgeon and product development revealed the stem was over impacted during surgery and that it is likely that insufficient broaching could have contributed to the event.

Event description:
During the surgeon's 1st overall secur-fit advanced surgery, he experienced a small medial calcar fracture during implantation of the size 10 (1601-10127) stem. The surgeon indicated that no crack in the bone appeared to be present post-broaching. However, during stem impaction, a small crack in the bone appeared that required 1 cable. The stem was re-implanted and sat at the same level of the broach.